Event description:
Edwards received notification form our affiliate in germany. As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, the valve was not properly aligned between the markers in the delivery system and despite of it, it was decided to continue with the procedure. During valve deployment, the balloon inflated asymmetrically and the valve was underdeployed. More than three attempts were performed to post-dilate the valve to fully open it. On the last attempt, the balloon dislocated into the left ventricle and burst. It was then decided to stop the procedure and change to transapical approach, where it was attempted to expand the valve; however, it was not possible, so it was decided to convert to a conventional surgery and a surgical valve was implanted. Patient was hemodynamically stable at all times.

Manufacturer narrative:
Supplemental report submitted to correct b5 and h6: health effect - clinical code.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification form our affiliate in germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve. During implantation, the valve did not open. No additional details were provided.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve not between alignment markers and deployed was confirmed during evaluation of the provided imagery, while the complaint of balloon burst was unable to be confirmed due to unavailability of device or applicable imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported ''during procedure, the valve was not properly aligned between the markers in the delivery system and, during valve deployment, the balloon inflated asymmetrically, the valve was underdeployed and it embolized more than three attempts were performed to post-dilate the valve to fully open it. On the last attempt, the balloon dislocated into the left ventricle and ruptured.'' Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per training manual, ''slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap'' and ''check to ensure: thv is exactly between the valve alignment markers''. Per event description, the valve was not between alignment markers prior to deployment. If the crimped valve was not within internal alignment markers prior to deployment, the deployed valve could be inflated asymmetrically, and thus, pushed towards the aorta during the deployment as observed in this case. As such, available information suggests that use error (not following instructions) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative action is required. A balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, interaction with crimping partially expanded valve, pre-existing valve or stent, etc.). It is possible the balloon may have interacted with the crimped/partially expanded thv and/or calcification upon inflation, contributing to a balloon bust. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the crimped valve or calcified nodules could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that procedural factors (interaction with partially deployed valve) may have contributed to the complaint event. However, a definitive root cause could not be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification form our affiliate in germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve. During the procedure, the valve was not properly aligned between the markers in the delivery system. During valve deployment, the balloon inflated asymmetrically, the valve was under deployed and embolized. More than three attempts were performed to post-dilate the valve to fully open it. On the last attempt, the balloon dislocated into the left ventricle and ruptured. It was then decided to stop the procedure, convert to a conventional surgery and a surgical valve was implanted.